Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. A follow-up report will be filed should any necessary supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A physician from (B)(6) contacted baxter to report an incident of peritonitis in an approximately (B)(6) female patient on continuous ambulatory peritoneal dialysis (capd). The doctor also reported the use of fan when pd solution was exchanged. On (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag. On an unreported date, the patient used a fan during peritoneal dialysis (pd) exchanges. On (B)(6) 2010, the patient developed peritonitis, manifested by cloudy effluent and abdominal pain, requiring hospitalization the same day. On an unreported date, the patient was treated with paroladin 1g x 1g/day. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the event of peritonitis on an unreported date. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of the event of use of fan when exchanging pd solution was unknown. The root cause of the event of peritonitis was use of fan when exchanging pd solution. Dianeal therapy was ongoing. The patient was not on concomitant medications at the time of the events. The reporter believed the event of peritonitis was not related to dianeal therapy, however did not provide an opinion of causality regarding use of fan when exchanging pd solution.